Event description:
It was reported that during a robotic hepatectomy, the surgeon wanted to resect the base of the gallbladder with the echelon 3000 using a blue cartridge. During firing, the device became stuck, and the staples only came out half the length of the cartridge. Even the ones that came out did not close completely and there were some that were completely open. After opening the jaws, the doctor pressed the "home button" several times to align the articulation, but the device did not align completely and in order to remove the echelon from the abdominal cavity, the surgeon had to pull it out echelon with the trocar. The surgeon completed the cholecystectomy using an endo gia stapler. There was no bleeding or additional delays, and the patient was not harmed. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/28/25. D4: batch #unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes, the jaws were locked on to the tissue and the were closed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil. Release button, knife reverse switch, manual override)? The surgeon opened the device in the usual way by squeezing the closing trigger while simultaneously depressing the anvil release button. Did the jaws eventually open? Yes, the surgeon was able to open the jaws in the abdominal cavity. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s with lot number c9el5h; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #189d98. H4: corrected investigation summary visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/2. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of difficult to open and incomplete articulation homing could not be confirmed as the device opened and closed without any difficulties noted and the articulation mechanism was totally functional during functional testing. A manufacturing record evaluation was performed for the finished device batch number 189d98, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.